Event description:
Clinic notes were received through case management. Review of the notes dated (B)(6) 2016 indicate that the patient had an increase in seizures at the previous visit. It was also reported that the vns was "running rough" when it was activated. Good faith attempts for further information from the physician were unsuccessful.

Event description:
On (B)(6) 2016 the patient underwent a generator replacement due to battery depletion. The generator was returned for product analysis on 4/14/2016. Product analysis was completed on the generator and an end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. Review of the ram/flash data downloaded from the pulse generator shows an indication of post explant increased impedance; the ¿diagvinitialprechange¿ value of 1273 ohms, the ¿diagvinitialpostchange¿ value of 20429 ohms, and the time of change detection (B)(6) 2016 (explant (B)(6) 2016). The combination of a high impedance value and output current setting (2.50ma post explant) required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. A reset of the pulse disabled bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. No anomalies exist and the near-end-of-service (neos) condition is an expected event. The physician later reported that the patient¿s settings in (B)(6) 2016 were output=2.5ma/frequency=15hz/pulse width=500usec/on time=30sec/off time=1.1min/neos=yes. The physician attributes the increase in seizures to the near end of service on the battery and that the patient wanted to wait to replace it. The physician warned her of possible seizures and for her to be safe and decreased the patient¿s settings to save battery. The physician stated that the allegation that the device was ¿running rough¿ meant that the patient thought it was ¿skipping¿ but no bad or painful stimulation.